Event description:
It was reported that the home patient (hp) had a transfer set that disconnected from their catheter. This occurred during therapy on the homechoice (hc) device, during drain 2 of 5, while the hp was connected. The technical service representative (tsr) assisted the hp in ending therapy early. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.